Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint that the ¿front gasket fell off¿. Fa found the primary failure of dislodged teflon pad to be related to the customer reported complaint. For clarification, the instrument was found to have a dislodged teflon pad from the clamp arm. The dislodged piece was returned. The probable root cause of this failure is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image (see attachment) is consistent with the front gasket (teflon pad) falling off. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the harmonic ace had the front gasket fall off. The detached part was completely removed, and no debris remains in the patient. The procedure was completed using a backup harmonic ace. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was found using the lens and all pieces were retrieved. This was confirmed as the fragment was a perfect match to the front end of the instrument. No additional surgical procedure was required as it was all retrieved in the original procedure. There were no post-operative tests performed to check for remaining fragments. The surgeon was uncertain about what caused the break. The duration of the instrument used is unknown as there was no time log. The instrument was inspected prior to use but there was no anomaly found. The fragment fell inside the patient when the instrument was being used for dissecting. No functionality issues were noticed during the usage of the instrument. It was uncertain if there was instrument collision or collision with hard material and it was uncertain if the fragment fell inside during instrument tip collision. The instrument was removed during the procedure prior to the breakage and no resistance was felt when the instrument was removed through intubation. There was no resistance upon instrument removal through the cannula, no damage to the cannula, and no damage to the instrument after the event occurred. There was no injury to the patient.